Event description:
It was reported that shaft break occurred. The 2.50mm x 8mm emerge balloon catheter was selected however it was noted that the shaft was broken during preparation. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).